Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd connecta¿ stopcock was leaking. The following information was provided by the initial reporter: the nurse found liquid leakage under the blue handle when connecting the infusion connecta during the infusion process for the patient.